Manufacturer narrative:
Follow-up # 1 date of submission, (B)(4) 2015 ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: visual inspection revealed that the battery compartment was cracked below the grip pad. Evidence of moisture contamination was found inside the battery compartment. The returned battery cap was able to be fully secured to the pump and was used to complete the investigation. The pump was not able to be powered on with the returned or a test battery cap. A leak test was performed and a leak was found at the crack in the battery compartment. The pump case was removed and moisture contamination was found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue; inside the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.